Event description:
The customer stated they shoot an image. After the green link light on the detector started blinking. Progressively get dimmer and dimmer and dimmer till it goes out, then they get the error installed a freshly charged battery in the detector. It is possible that the image was retaken, resulting in unintended radiation exposure.

Manufacturer narrative:
(B)(4). Investigation is still in-progress. If additional information is received, a supplemental report will be submitted per 21 cfr 803.56. (B)(4).